Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2009; 4193-88 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance trend has been high for the past two years, and there are also high pacing thresholds. The patient is not dependent on atrial pacing, therefore the physician elected to monitor the lead at this time. The lead is still in use. No patient complications have been reported as a result of this event.